Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a hysterectomy on (B)(6) 2016 and topical skin adhesive was used. Post-operatively on (B)(6) 2016, a rash appeared around the incision where the adhesive was used. The patient was treated with hydrocortisone and benadryl. Additional information has been requested.